Event description:
I had a total hysterectomy performed due to fibroid tumors. The surgery was an abdominal incision, not laparoscopic. The surgery was performed at (B)(6) between 1984 and 1986 (forgive my memory). In (B)(6) 2014, I was diagnosed with leiomyosarcoma detected in the lowe lobe of my right lung, my physicians said it was rare for this type of cancer to originate in the lung. Further tests found that I have another sarcoma in my left foot.